Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional had fractured. The fracture was noted after surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional info: reported event was confirmed. The returned device edxhibited signs of repeated use and a fracture on the lateral side of the post. All pieces were returned. Device history report was reviewed and no discrepancies were found. Investigation conclusion determined the root cause of the event is attributed to the design of the device, which has been the subject of corrective action. This device was manufactured prior to corrective modifications. No further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.